Event description:
It was reported that during an rcr procedure, when preparing the holes for the healicoil regenersorb anchors it was noted from assistant that the bone was quite hard. Surgeon used the wider silver awl for the first anchor which had no issues. With the second anchor he decided to only use the tapered gold awl., when entering this anchor, the base cracked slightly as the bone was too hard. The procedure was successfully completed with non-significant surgical delay using a back-up device in the original drilled bone hole but it was made wider with untampered awl. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.